Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher serial number (B)(4) by a zimmer biomet certified service repair technician on 04 march 2020 revealed that the comb, bottom roller and gear, side plates, fasteners and carrier guide needed to be replaced. The handle was also found to be jammed, could not ratchet and had no lubrication. The comb was bent out of shape and the handle could not be moved, which would prevent the graft from going through the mesher. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It has been reported that the handle was not gripping on ratchet, spinning. Another product was available for use. The investigation showed there was a damaged comb. No adverse event was reported as a result of this malfunction.